Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) underwent surgery and stated that the outcome resulted in an inability to walk, which the patient attributed to the surgery. No additional information was provided.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) underwent surgery and stated that the outcome resulted in an inability to walk, which the patient attributed to the surgery. No additional information was provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A device history record (DHR) and ship history review cannot be performed as the lot/batch number were not available. The device instructions for use (IFU) were reviewed. The patient symptoms postural/gait disturbances were found to be listed in the IFU. A risk review was completed and confirmed that the event of postural/gait disturbances was defined in the product risk documentation as a general surgical risk. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.